Event description:
It was reported that right ventricular (rv) lead was exhibiting shock lead impedance out of range. Technical services (ts) was consulted and recommended reprogramming. No noise was noted and threshold remains stable. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead was exhibiting shock lead impedance out of range. Technical services (ts) was consulted and recommended reprogramming. No noise was noted and threshold remains stable. The lead remains in service. No adverse patient effects were reported.